Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a inadvertent infusion issue. The reporter stated for two weeks, the pump history recorded boluses of 3.3 units and 5.34 units on (B)(6) 2012 and on (B)(6) 2012 that he reportedly did not give. It was noted that the patient did not experience any low blood glucose (bg) values because of the reported issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a normal 5.35 units of 12.35 units pump bolus on (B)(4) 2012 at 2:18 am. The bolus history verifies a normal 3.30 unit pump bolus on (B)(4) 2012 at 6:09 pm. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. On investigation, the keypad was found to be fully intact without peeling or visible damage. All keypads responded normally when tested. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defects.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.